Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink medication set was leaking approximately 15cm down the line from the chamber. This was noted during priming. There was no patient involvement. No additional information is available.